Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of "sandstorm" on the monitor was not confirmed. However, error code b30 was displayed with no image, which is a reportable malfunction of the device. The b30 error likely occurred due to damage to the charge coupled device (ccd) unit. The following additional findings were also noted: dirt on the electrical contact of the video plug, scratched bending section cover, chipped adhesive on the bending section cover, assorted scratches, and due to damage on the lock engagement lever the bending section cannot be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported that the endoeye flex deflectable videoscope image displayed a "sandstorm" [noise/image not visible/no image] on the screen. There was no reported patient harm or impact due to this event.